Event description:
This complaint was initiated as a result of info collected in post-market clinical study. It was reported that the patient developed gi bleeding compilcated with aspiration. Two days after implantation, the patient was noted to be orthostatic, was noted to have coarse airway secretions, and thought to be in failure. The patient was observed to have significant hematemesis with aspiration. A code blue was called. The etiology of their respiratory distress and cardiac arrest was thought to be primarily due to the aspiration observed. Withdrawal of support was discussed with the family. Patient death reported the same day.